Event description:
In early 2008, the patient reported that "3.00" and "77" were flashing on the display of his infusion device. To troubleshoot the patient was instructed to remove the power pack and it was verified that he was using a power pack affected by the recall. He was unsure how long the power pack had been in use. He stated that he was aware of the recall and had forgotten to change the power pack after two weeks of use. He was advised to dispose of all recalled power packs. The patient did not have another power pack not affected by the recall. He was able to insert a new recalled power pack and the infusion device functioned properly. He was sent corrected power packs. He was instructed to insert a corrected power pack into the infusion device upon receipt. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.